Manufacturer narrative:
Section h3 - other (81): the phaco tip was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small beige foreign object was flushed into the eye and it got stuck under the disposable phaco tip. No harm reached the patient.